Manufacturer narrative:
The first notification date and section b3 should have been (B)(6) 2025.

Manufacturer narrative:
The reported events of reset and error messages occurring during interrogation attempts were confirmed. Based on the information provided, it was determined that the device experienced a power-on reset. The root cause of the por was unable to be determined. Additionally, the device¿s real time clock (rtc) value was not restored correctly following the reset recovery, resulting in the inability to interrogate the device.

Event description:
It was reported that backup mode was noted on the insertable cardiac monitor (icm) and programming changes were performed to reset the device. Afterwards, the icm exhibited bluetooth telemetry loss. No changes or intervention was reported. There were no patient consequences reported.